Event description:
Additional information received identified the readings were true to patient physical condition. The reported issues were due to other health issues and not attributed to the device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is a clinical study patient. It was reported the patient was admitted to the hospital due to acute chronic combined systolic and diastolic heart failure. Diuretic intravenous lasix was administered. The patient medical condition is suspected due to possible change in medication. The patient experienced hallucinations and was taken off of xanax and toprol. Also, upon admission hf sensor was calibrated (reason unknown). Reportedly, the issue resolved. The clinical site concluded the issue was not related to the procedure or the device.